Event description:
It was reported that the unit was overheating. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Service tech who evaluated the unit indicated that the unit was not repaired and was scrapped, but did not indicate whether the alleged event was confirmed through evaluation.